Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument would not hold the clips. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The horizon small clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No grip misalignment or obvious physical damage to the grip tips were observed. The grip-clip test was performed and failed. The clips were not properly staying after being loaded into the grip tips, even after multiple attempts. The instrument was found to have a loose grip cable at the distal end. A clip was loaded properly into the grip tips and was placed on an in-house system. The clip was unable to stay in place and would fall out during engagement. The width of the grip angle was measured and found to be 18 degrees. The housing was removed and the tension on the grip cables were checked. The cable tension was found to be looser than normal. The larger grip angle and the loose grip cables most likely contributed to the clip being unable to stay in place and falling out.